Event description:
The user facility reported that during an unspecified procedure, the image was lost. No further info was provided.

Manufacturer narrative:
Olympus contacted the user facility via telephone and in writing to obtain more detailed info regarding this report, but with no result. The device referenced in this report was returned to olympus for eval. The eval confirmed the user¿s experience of image loss. The device was tested for two hours when the image turned completely white, and there were horizontal lines that appeared on the video screen and flickering of image was also noted. Further investigation of the device confirmed that the image difficulty was attributed to a damaged video cable. The video cable was replaced and the video telescope was returned to the user facility. This report is being submitted as a medical device report in an excess of caution.